Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level between 41 mg/dl, 180 mg/dl at time of incident and treated with glucose tablets and food and current blood glucose was 180 mg/dl. Customer stated will call us back since they was on limited time to do low blood glucose troubleshooting. The device will not be returned for analysis.